Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a replogle catheter. The customer reported that the patient was a neonate with oesophageal atresia, the tube was inserted into the oesophageal pouch and taped to the infant's cheek. Continuous suction was applied to the wide bore lumen and saline (0.25ml) was flushed through the blue small lumen. The customer reported that the catheter leaked at the junction. The customer further reported that the tube set was changed and the patient status is fine.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.